Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot#: (B)(4), ubd: 26-oct-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 270 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to cerebral palsy. It was reported that during a normal and expected end-of-life pump replacement the doctor could not remove the sutureless connector from the pump pin, despite depressing the black dots and rotating carefully. When he continued to try, the silicone of the catheter separated from the metal beneath. The catheter was eventually cut off and replaced with a new proximal segment. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. The patient's weight was provided. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable intrathecal catheter (B)(4) found coring/tears/cuts in the sc connector seal which leaked during testing, and difficulty with the sc connector led to explant. If information is provided in the future, a supplemental report will be issued.